Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. The definitive cause of the customer's experience cannot be determined at this time. The investigation is ongoing. Physical evaluation of the complaint device reveals: the probe unit has sharp dents. The um image has 4 broken elements (3 within 14). The camera switch is intermittent. The water balloon is not holding water due to damaged probe unit. The control knob has low tensions. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. His MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
It is reported that an ultrasonic gastrovideoscope was found to have all of the switches not working, and the balloon would not stay inflated. There was no patient impact related to this occurrence.

Manufacturer narrative:
This supplemental report is to advise that upon further review these are not a reportable malfunctions. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.